Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer resumed insulin delivery and occlusion alarm cleared. There was no reported adverse impact to customer's blood glucose.